Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl due to an unknown cause. Bg level was addressed by consuming juice. The contact assisted the customer with obtaining juice to treat low bg level due to the customer being asleep at the time of the event. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 44 mg/dl was observed via continuous glucose monitor (cgm) data. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed on (B)(6) 2018. User delivered a bolus immediately after acknowledging a cgm alert 3 without entering current blood glucose (bg) level and still having insulin on board. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.